Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels were 54 mg/dl, 303 mg/dl, 124 mg/dl, 296 mg/dl, 266 mg/dl, 298 mg/dl and 65 mg/dl. The customer also reported that the top of the reservoir is bent. The insulin pump will not be returned for analysis.